Event description:
The wheels have a bolt and washer to attach wheel and bearing to axle. The bolt is undersized and does not attach properly to axle. There is glue holding the bolt to the axle. The wheel collapses. The user was using device and the wheels collapsed. It was only used for 4 days. MFR has offered to fix device.